Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38-no motor movement or negligible movement. Retries to free a stuck motor failed and pump displacement test failed. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer was able to clear the alarm. The customer was unable to complete the rewind. The customer insulin pump did not pass the displacement test and pump error 38 occurred. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump immediately alarmed a pump error 38 alarm during rewind. The pump passed the self test. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 53 (file #: 2005, line #: 5632, esf #: 2610666) alarm on the event date of 20-may-2024 at 01:34:45.000 due to a possible software anomaly. Pump alarmed a pump error 43 alarm on the event date of 20-may-2024 at 01:33:54.000 and 18:21:15.000. Pump alarmed pump error 38 alarms on the event date of 20-may-2024 at 09:10:15.000 to 11:38:28.000. Pump was cut open to perform visual inspection a corroded motor home switch. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, retainer knit line damage, keypad overlay texture damage, keypad overlay peeling, and corroded battery tube. Device test failed was confirmed during testing. Pump error 38 was confirmed during testing due to a corroded motor home switch. Retainer ring damage was confirmed during visual inspection. Pump error 43 was confirmed in the pump history files and traces due to a corroded motor home switch. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Moisture damage was confirmed found on the motor home switch and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.